Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the jaws of the device damage the cystic duct? No. Did the clips damage the cystic duct? Yes. Does this mean: "clip was not clipped correctly" the clip was malformed? Yes. Did the clip fall into the patient? N/a. How was the clip retrieved from the patient? Do not know.

Event description:
It was reported that during an laparoscopic cholecystectomy procedure that when the surgeon clamped down on the cystic duct that the clip applier damaged the duct and when the surgeon looked at the clip it was not clipped correctly and then the clip fell off of the duct. A second attempt with the same device was made with the same outcome. A second device from a different lot was opened with no issues. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # r93n13. Device analysis: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 16 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.